Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2020-31574, 1627487-2020-31573, 1627487-2020-31572. It was reported the all of the patient's leads had high impedance issues. As a result, all of the leads were explanted and replaced during an ipg replacement (manufacturer report number 1627487-2020-31409).